Event description:
The filter was difficult to deploy. It was reported 2 filter hooks penetrated the sheath, preventing two legs from deploying (all arms and 4 legs deployed). The doctor used a recovery cone via the jugular route to free the 2 hooks and retrieved the filter. A new g2 was placed. No pt injury was reported.